Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "rn called to state balloon had ruptured on patient". The iab was removed, unknown if iab was replaced. No report of patient harm or injury.